Event description:
Event description boston scientific received information that upon interrogation of the device it was noted that there were some stored episodes that the health care professional was unsure if they were premature ventricular contractions, or a loss of capture (loc). They called technical services (ts) for assistance. The thresholds have increased since the implant procedure 6 weeks ago. The 2:1 safety margin has been maintiained, despite the rise in threshold measurements. The lead impedance measurements have been stable. The electrogram sent into ts shows a loc on the ventricular lead. The patient had no symptoms with these episodes. The nurse was going to speak to the physician.